Event description:
Boston scientific received information that the patient with this pacemaker had hematoma. In addition, the patient had myofibrosis and platelet issues thrombocytopenia. Additional information received indicating that a pocket revision was performed a week prior to device explant. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because coding has been updated.